Event description:
Problem inflating balloon on foley catheter. Not able to deflate balloon. Urologist called and measures taken to manually rupture the balloon so catheter could be removed. MFR made aware of event on 6/2001.